Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on unknown date involving an unspecified plum 360¿ infuser pump. The customer reported that the initial manifold failures experienced had increased in frequency and had not been alleviated by switching to different manifolds and different manufacturers. They now suspect that this was an issue with the function of the pumps themselves. The failures were anecdotally linked to higher rates of IV saline flow, although some register nurse¿s report running at higher rates with no issues. There was patient involvement and no patient harm, but the patient was receiving less medication than they should.